Event description:
On (B)(6) 2011 product explanted due to advisory/recall/explanted. (B)(6) hospital, (B)(6). (B)(6) md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).